Event description:
It was reported that the patient¿s pump ¿stopped working sometime in 2010.¿ at the last refill they reportedly withdrew all medication and turned the pump off. The patient wanted the device removed however his implant health care provider (hcp) refused to remove it. The patient did not have any medication in the pump and it was ¿not operating.¿ the type of medication previously in the pump was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).